Event description:
On 05-may-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 42 mg/dl, resulting in loss of consciousness, intubation, and hospitalization. Emergency medical services were contacted, and the user was transported to the hospital where the user was treated with IV dextrose and IV fluids and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia requiring hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. The user¿s caregiver denied external insulin administration or meal announcements prior to the event. The caregiver additionally reported the user has a history of brittle diabetes with significant glucose variability. Based on available information, no device malfunction was identified and the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.